Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Pump primed properly. No possible over delivery anomaly noted. Insulin pump passed the delivery accuracy test at 0.0874 inches. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose with blood glucose of 33 mg/dl at the time of the incident. The customer was at 200 mg/dl before the incident. The customer did not mention how they treated. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer stated the pump was dumping insulin into their body after boluses. The customer had a high of 300 mg/dl, gave a bolus, and woke up at 33 mg/dl. The customer also mentioned over delivery during the prime process. Troubleshooting was not completed as the customer declined. The insulin pump will be returned for analysis.